Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was up to 700 mg/dl. Customer stated that she changed her set 6-8 times. Customer's blood glucose was over 400 mg/dl. Customer resolved the alarm by a complete set change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.